Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient received inappropriate shocks due to misdiagnosis of svt as ventricular tachycardia. The patient was stable. No further information was available.

Event description:
New information available on (B)(6) 2019 states that, the issue was resolved. The patient was stable before, during, and after resolution.